Manufacturer narrative:
The overall condition of the unit indicated that misuse or mishandling was the most likely cause of the reported pad dislodgement.

Event description:
Distal tip pad of device was detaching from the device. Device was not used in procedure. Pt was not involved.